Event description:
We received an allegation about discrepant results for 5 patients' samples tested with elecsys estradiol assay on a cobas e801 immunoassay analyzer when compared to a different analyzer. Sample 1 (patient 1): initial result: >3000 pg/ml (accompanied by a data flag). 1st repeat result: 47.4 pg/ml. 2nd repeat result: 949 pg/ml. Sample 2 (patient 2): initial result: >3000 pg/ml (accompanied by a data flag). 1st repeat result: 179 pg/ml. 2nd repeat result: 915 pg/ml. Sample 3 (patient 3): initial result: >3000 pg/ml (accompanied by a data flag). 1st repeat result: 275 pg/ml. 2nd repeat result: 456 pg/ml. Sample 4 (patient 4): initial result: >3000 pg/ml (accompanied by a data flag). 1st repeat result: 24 pg/ml. 2nd repeat result: 253 pg/ml. Sample 5 (patient 5): initial result: >3000 pg/ml (accompanied by a data flag). 1st repeat result: 23.7 pg/ml. 2nd repeat result: 1259 pg/ml. The initial results of >3000 pg/ml (accompanied by a data flag) prompted the repeat of the samples.

Manufacturer narrative:
The estradiol reagent lot number and expiration date were not provided. The alarm trace did not show any abnormality. The field service engineer (fse) found the measuring cell, the pinch valves, and the pinch tubing were compromised. He replaced the measuring cell, the pinch valves, and the pinch tubing. The fse verified the instrument by performing a blank cell calibration. The blank cell calibration passed. The customer performed calibration and qc and they were successful. The service actions (replacing the measuring cell, the pinch valves, and the pinch tubing) resolved the issue. No further issues were reported afterward.

Manufacturer narrative:
The repeat results that were obtained from the other analyzer, were deemed to be correct. The root cause of the event was consistent with a wear issue.